Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparin (lh) blood collection tubes there were erroneous results. In one instance, a patient was admitted to the hospital for observation. The following information was provided by the initial reporter: customer problem: customer states they are receiving elevated troponin readings with tubes; customer state they spin tubes for 10 minutes, filter tubes now but have a cell button remaining after filtration. Customer stated qc is running within range (biorad) and they are not running hemolyzed or lipemic samples. Which assays or tests are exhibiting issues? Troponin. Are the values of the assays available? 0.6 and above for most; when respun and repeated .03 within range. Analyzer name and model #: beckman coulter dxi 660i. What is the frequency or occurrence rate ? Several per day. Was patient treatment changed as a consequence of the issue with results? Yes, patient is being admitted for observation . Did the patient suffer any adverse medical consequences as a result of the change in treatment? No.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for evaluation. Therefore, one hundred (100) retention samples of the incident lot were selected from bd inventory for visual examination and upon completion, no issues were observed. Further clinical testing could not be performed as the type of the reported erroneous analyte was not provided. Troponin type is required to perform clinical testing. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is not confirmed with respect to erroneous results - troponin unknown. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparin (lh) blood collection tubes there were erroneous results. In one instance, a patient was admitted to the hospital for observation. The following information was provided by the initial reporter: customer problem: customer states they are receiving elevated troponin readings with tubes; customer state they spin tubes for 10 minutes, filter tubes now but have a cell button remaining after filtration. Customer stated qc is running within range (biorad) and they are not running hemolyzed or lipemic samples. Which assays or tests are exhibiting issues? Troponin. Are the values of the assays available? 0.6 and above for most; when respun and repeated .03 within range analyzer name and model #: beckman coulter dxi 660i what is the frequency or occurrence rate ? Several per day was patient treatment changed as a consequence of the issue with results? Yes, patient is being admitted for observation. Did the patient suffer any adverse medical consequences as a result of the change in treatment? No.